Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing found no issues with the pump and did not reproduce the reported issue. A review of the event history log could not confirm the reported issue. Downstream occlusion alarms are present in the log, but downstream occlusion detection testing results cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and the device functioned as intended. As a precautionary measure the force sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.